Event description:
It was reported that at time of primary surgery the patient went to great lengths via diet and medication to gain control over diabetes. Since this time the patient has regressed to now be a poorly controlled diabetic. The patient has had recurrent chest infections treated with antibiotics. Recently developed symptoms of infected knee. All implants were removed.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and this is a complaint from (B)(6) reporting the revision of a genesis knee secondary to infections. The primary surgery was performed in (B)(6) 2017. The revision was done 8 months later in (B)(6) 2018. Several attempts have been made to obtain clinical/medical documents to no avail. With the original complaint entry, it was noted that, "surgeon does not fault the products. There are no retrieved implants for analysis". Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for these devices.